Manufacturer narrative:
Insulin pump passed the displacement test. Unit received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised forced sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 10 mmol/l. Troubleshooting was performed. Customer states they were unable to exit the preparing to prime loop. Customer stated that the drive support cap appears normal or recessed. The device will be returned for analysis.